Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted.

Event description:
Affected side is left.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, wear abrasion, device appearance (observed 40 mm dark patch edge material inside gel device) and opening. A microscopic analysis was performed which identify crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening and non-penetrating nick.